Event description:
It was reported that the customer forgot to place an infusion set on and their insulin pump did a rewind. Customer was walked through trouble shooting and were successful in implementing the proper remediation. The customer's blood glucose level was reported at 489 mg/dl. Customer treated their high blood glucose level with insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.